Event description:
It was reported that the patient's ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago.